Event description:
New information received notes that the patient's atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of oversensing, pacing problem and insulation damage were confirmed. As received, a complete lead was returned in one piece. Final analysis found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impressions, consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil at the abrasion zone. No further anomalies were detected.

Event description:
It was reported that the patient's atrial lead was exhibiting signal over-sensing resulting in inappropriate mode switch episodes. It was suspected the lead had sustained insulation breach. No intervention was performed. The patient was stable.